Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of atrial noise was observed on an electrogram. The noise was unable to be reproduced with isometrics. Programming changes were made.

Manufacturer narrative:
Correction: ethnicity should have been non hispanic; correction: race should have been white.

Event description:
New information received notes that: the electrogram was first observed during a follow up in clinic. The programming changes were sufficient to resolve the event. The patient was doing good after the event.